Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to placing a patient on the ht70 ventilator, it would not start up by pressing the switch. The patient was placed on another ventilator. The patient was not harmed or injured as a result of the reported event. Information regarding if the there was a delay in the patients therapy and if the patient was manually ventilated / ambu bagged was requested however could not be obtained from the customer. The customer could not duplicate the reported issue reference regulatory report #2023050-2017-05139 previously reported for this issue.